Event description:
After non-invasive blood pressure measurements were made by an mp70 physiologic monitor, a neonate was believed to be hypotensive. The patient was administered two approximately 30cc IV fluid boluses in response to the believed condition. It was then noted that the monitor that measured the pressure was configured in the adult category and not the neonate category as it should have been. Our testing has demonstrated that the adult nibp algorithm can bias the neonatal nibp by 10 mmhg low. It was also demonstrated that the mp70 monitor was in the adult category because the piic ix link, to which it was connected, assigned it that category upon admission of a new patient. The piic ix link assigned this category because it had lost its correct configuration when its application software restarted. Application restarts commonly occur during reboots such as when application or windows updates are required, as well as during a number of other network, power and maintenance related scenarios. The patient's status was not noted to have been negatively affected by the additional fluids. Manufacturer response for piic ix link computer, (brand not provided) (per site reporter): the manufacturer has studied the situation and has indicated that a modification to the piic ix link software is required to eliminate the loss of its configuration when the application is restarted.